Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and had fluid loss. As a result, the device was explanted. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and had fluid loss. As a result, the device was explanted. No patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a. Batch/lot number: 1100185486. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent functional and leak testing. It did not pass the activation tests but passed both the visual and leak tests. The cylinders were visually inspected and leak tested. Visual examination revealed wear at the fold in the middle of both cylinders; however, no leaks were identified. The reservoir was visually inspected and leak tested, and no anomalies were found. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid leak and inflation issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and analysis results, the allegation of device fluid leak could not be confirmed; however, the pump not passing the functional test supports the reported clinical observation of device inflation issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.